Manufacturer narrative:
Visual inspection of the device showed the irrigation luer was torn off at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the distal end. During electrical testing of the device all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions with no abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a ventricular tachycardia ablation procedure. It was noted that the irrigation tube at the end of catheter's handle had a leakage. The catheter was replaced and the procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a ventricular tachycardia ablation procedure. It was noted that the irrigation tube at the end of catheter's handle had a leakage. The catheter was replaced and the procedure was completed with no patient complications.